Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "system message displayed" (device displays error message). A nurse reported receiving a system message before the start of surgery. The patient was moved to the second operating room and the case was completed. There was no patient impact. Additional information was received: the nurse reported the patient was in the room, but the case had not began when the system message appeared. The patient was moved to the second operating room to avoid delay. Once the patient was out of the room, the pins were dried with a towel, but the system message persisted. They then used a blow dryer to get any remaining condensation, let the unit sit for 10-15 minutes then plugged it in again and the system functioned properly.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. However, the error code was confirmed in the event log. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).